Manufacturer narrative:
H4 - device MFR date is unknown. No information is available based on the reported serial number. D9: date returned to mfg: 2/12/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had a key stuck alarm" could be confirmed through keypad test and could not be replicated through functional testing. The probable cause of the reported key stuck alarm was unknown. Further inspection found the downstream occlusion seal was detached and was therefore replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - serial # (B)(6) was provided but could not be located in oracle h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a key stuck alarm and prevented the patient from completing the infusion. There was a delay in therapy because the treatment was paused during infusion to replace the pump. There was patient involvement, but no harm.